Event description:
It was reported to st. Jude medical that the pt presented to the ER with inappropriate therapies as a result of a sensing anomaly. It was also reported that the battery voltage measured 2.30 volts. The device was explanted as oversensing can occur at this battery voltage. The electrograms (egms) were reviewed and noise was noted which may be from the mechanical agitation of a metal on metal connection within the concomitant lead. Technical services suggested a thorough test of the lead integrity.